Manufacturer narrative:
Batch review performed on 16-jul-2024. Lot 2104534: (B)(4) items manufactured and released on 25-aug-2021. Expiration date: 2026-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 4 months after primary, the patient came in reporting pain due to a loose stem. The surgeon revised the stem and head and the surgery was completed successfully.